Event description:
The customer reported they noticed the baths had over flowed onto the counter after they changed the reagents on the beckman coulter act diff 2 instrument. The customer stated no one was exposed to the leak and the operator was wearing gloves and did not seek medical attention. There was no death, injury or change to patient treatment attributed to this event. The customer does have an exposure control or risk management plan in place and has not reviewed msds, although they have them available. There was no report of patient samples or results being affected by this event. The field service engineer (fse) replaced the waste pump to resolve intermittent bath over flow issue. He also replaced the vacuum isolation chamber (vic). The root cause was attributed to a malfunctioning waste pump. Beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).